Manufacturer narrative:
Block d2b: qrb.

Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure, cervical lead migration was identified. An attempt was made to reposition the lead using a stylet; however, the attempt was unsuccessful. Consequently, the patient underwent a lead replacement procedure. Patient had great coverage postoperatively. The device was retained at the facility.